Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional prostyle devices are filed under separate medwatch report numbers.

Event description:
It was reported that this was an attempted arteriotomy closure of a common femoral artery using three prostyle devices after a peripheral interventional procedure, using an 8fr sheath. Reportedly, when attempting to close the foot of the first prostyle device, the foot would not close and therefore extra force was used to retract the device. During retraction with the foot in the open position, the puncture site was widened. The device was removed with the suture, a cuff miss had occurred. A second prostyle device was attempted, but again the foot would not retract, and a cuff miss occurred. A third prostyle was introduced, but when the plunger was removed, no sutures were attached to the needle (cuff miss). An attempt was made to achieve hemostasis using manual arterial compression but was unsuccessful. The vessel was sutured closed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss could not be tested/ confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.